Event description:
Customer called to report a leak under reagent probe b of the unicel dxc 800 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.the field service engineer (fse) contacted customer and evaluated the issue by telephone. The fse identified that there was a loose reagent syringe. The fse determined that customer failed to properly tighten the reagent syringe during maintenance. Therefore, the cause of the issue is attributed to a loose reagent syringe as a result of improper user maintenance. Customer tightened the syringe, after which no further leaking was noted.the fse verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).